Event description:
It was reported that the patient had a shocking or jolting sensation. Three days ago the patient was using the restroom and the implantable neurostimulator (ins) started going nuts and the patient got shocked uncontrollably and the programmer would not shut off or turn down. The patient was stuck on the toilet for about an hour and could not move. It lasted for about an hour and a half and the patient had to wait until their family could break down the door and come help them. The programmer was showing some pictures they hadn¿t seen before and it was showing a picture with a question mark in between 2 pictures. The patient had no falls and they were finally able to turn off their ins and had it off since 3 nights ago. The patient called their health care provider (hcp) the next morning but they said to call the manufacturer because there was nothing they could do. The patient was able to turn the ins back on this morning and was at a hcp appointment right now and needed to call patient services back. The patient called back and stated that they started having symptoms again and was urinating on themselves 2 mornings ago and the stimulation was turned off when the symptoms returned. Since turning stimulation back on this morning the patient had not felt a shocking or jolting sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2014-16695 for the patient's other ins system.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3889-28, lot# va0feum, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0feum, implanted: (B)(6) 2014, product type: lead. (B)(4).